Event description:
This report is for use error - reuse of supplies. A customer contacted baxter's technical service center to report check lines and bags alarm on their home choice (hc) machine. This event occurred during use, patient not connected. The registered nurse (rn) stated to the technical service representative (tsr) that they had changed the cassette and one of the four bags. The tsr explained the setup is now compromised and that they will need to start over with all new supplies. The tsr had the rn turn off the machine and close all of the clamps. The rn stated she will start over with all new supplies. There was no patient involvement and no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, a batch review was not performed. This complaint for use error patient reusing supplies was confirmed. As per complaint , the nurse stated that they have changed the cassette and one of the four bags. The cause for the use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.